Event description:
It was reported that the cartridge was leaking from the bottom of the canister. Customer's blood glucose level was between 100 and 200 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue.